Event description:
Additional information received indicated the entire drg system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 6297191.

Event description:
It was reported that the patient experienced ineffective therapy due to impedance issues. As a result, surgical intervention may be undertaken in the future. It is unknown which lead has impedances.